Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation coverage after being involved in a automobile accident. X-rays confirmed the lead has pulled out of the c2-c3 epidural space. Surgical intervention may be pending after the patient has recovered from her injuries.